Manufacturer narrative:
This electrode remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient received multiple shocks due to a ventricular tachycardia (vt) involving this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. It was noted that the smartpass filter was off and an inquiry regarding the reason the smartpass filter was off was sent for technical services (ts) review. Ts reviewed the recorded episode and noted that the smartpass episode showed oversensing of non-physiological artifacts and discussed further troubleshooting. Additional information noted that the patient was seen for a follow up, and all sensing vectors showed artifacts. No impedance issue were seen. The patient was planning to visit their implanting center in the netherlands. Ts noted that with artifacts being reproduced in the all three sensing vectors an electrode issue can no be excluded, and discussed performing high resolution x-rays of the system. Additional information received noted that the patient came back to (B)(6) with the device programmed to the secondary sensing vector and no event were registered. In the hospital a technician attempted to recreate the noise with manipulation of the pocket, and after many attempts some non-physiological artifacts could be seen in the primary and alternate sensing vector, but not in the secondary sensing vector. Provocation testing of the electrode did not show any issue and extensive myopotential testing showed minimal myopotentials detected which was classified as n markers below the r waves. The patient was then taken to the catheter lab and high resolution x-rays were performed to see the connection and electrode position. It was noted that the sense b sensing node was not far from the lowest sternal wires post implant, and when pushing on the left side it was possible to see the sense b sensing node move towards the sternal wire. A request to determine if there was an issue with the sternal wires or a typical sense b none issue was needed. Ts discussed the case with the field representative and noted the issue is likely related to the sense b sensing issue. The device continues to be programmed to the secondary sensing vector which showed good sensing, and the patient will continue to be monitored. No adverse patient effects were reported.